Event description:
It was reported that the customer had been having difficulty with charging the pump through the usb port. The customer's blood glucose levels have been high.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.